Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the physician noticed that the ruby coil was not advancing smoothly and decided to withdraw the coil. While the ruby coil was being retracted from the microcatheter, it unintentionally detached within the microcatheter. The physician then used a syringe to successfully flush the ruby coil into the target vessel. It is unknown how the procedure continued. However, there was no report of an adverse effect to the patient.